Manufacturer narrative:
An event regarding range of motion issues (rom) involving an unknown insert was reported. The event was not confirmed. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. No further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Device not returned.

Event description:
It was reported that patient's right knee was revised. Rep reported that patient's ts insert was swapped out for a thinner insert. An x3 3x11 ts insert was revised to an x3 3x9 insert. Additional information received on 15 nov 2018 states; 'pt. Presented with a flexion contracture of 45-degrees, surgeon¿s initial assessment was that the insert was too thick leading to decreased mobility. The knee was debrided of fibrous/scar tissue and the insert swapped out for a thinner insert.'